Event description:
Complainant alleged that the medics were attempting to defibrillate a pt (age and gender unknown) who was presenting ventricular fibrillation heart rhythm. The medic charged the device to 200 joules, but when they depressed the paddles' discharge switches the device would not immediately discharge. It took several discharge attempts before the device defibrillated the pt. The medic then recharged the device to 300 joules, but again the device would not discharge. All connections were checked and rechecked, but to no avail. Upon arrival at the hosp the pt was successfully defibrillated. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.